Event description:
The facility reported a flo-gard infusion pump with "occlusion pressure too high". This problem was identified during bio-med service. There was no patient injury or medical intervention necessary. No additional information is available. Additional information received on 12/14/2009: writer called out to the facility and spoke to ben milam, biomedical technician for the facility in an attempt to gather additional information regarding the reported condition. Writer was informed by (B) (6) that during the testing process when the tubing was occluded manually, the device failed to alarm until the pressure was up into the 20's per square inch. Writer then confirmed that there was no patient injury or medical intervention associated with the reported condition.

Manufacturer narrative:
(B) (4)the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.